Manufacturer narrative:
Citation: long j, et al. Evaluation of recanalisation treatment on posterior circulation ischemic stroke by solitaire device¿a multicenter retrospective study. Neurol neurochir pol (2017), http://dx.doi.org/10.1016/j.pjnns.2017.02.004 the purpose of this study was to analyze the effectiveness of endovascular mechanical thrombectomy in posterior circulation ischemic strokes. The study data was collected from 139 chinese patients who received endovascular mechanical thrombectomy with the solitaire after an acute posterior circulation ischemic stroke from january 2012 through december 2015. There were 105 male and 34 female patients with a mean age of 59.7. The authors conclude that endovascular mechanical treatment is safe and brings clear benefit to patients that suffer from posterior circulation ischemic stroke in both the recanalization rate and functional outcomes. These events were captured through literature review; consequently, the devices are not available for evaluation. There was limited information on the model and lot number of the devices used, as well as limited patient information reported in the study. As a result, a definitive root cause and relationship between the solitaire fr2 device and the reported deaths in this study cannot be established. However, based on the reported information, review of the instructions for use (IFU)there is no evidence suggesting that the devices were defective. Potential complications, including neurologic deterioration including stroke, death, ischemia, infection, are known inherent risks of the procedure and are documented in the solitaire fr instructions for use (IFU). Per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the patient deaths are related to the procedure and patient conditions including the pathophysiology of the ischemic strokes. Additional information has been requested from the author, however no response has been received. Should the requested information become available a supplemental report will be submitted. Mdrs from this literature review: 2029214-2017-00640 and 2029214-2017-00641.

Event description:
Medtronic received information through literature review that of 139 patients treated with mechanical thrombolysis with the solitaire device, 14 patients died during the procedure, and an additional 6 patients died by the end of 90 days. Within this study, that patients were receiving treatment for acute posterior circulation ischemic strokes. The patients were treated within 24 hours of stroke onset and the mean pre-thrombectomy nihss was 23 with median pre-thrombectomy gcs of 9. Thrombolysis in cerebral infarction (tici) was between 0 and 1. The stroke complications that occurred during and after surgery had a strong correlation to the reported deaths. Four patients experienced cardiac or respiratory arrest and died during the procedure. Of the patients that experienced herniation, 3 patients died during surgery, and 2 died after surgery. The other fatal complications were pulmonary infection in 1 patient, who died during the procedure and 1 patient who died 3 days after surgery. Two other patients suffered from hemorrhagic transformation and died during surgery. The cause of death in the other cases was not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.